Manufacturer narrative:
A code recorded in the instrument logs at 17:38pm on 30 march 2017 indicates that bottle 5 (ethanol) was not in contact with the corresponding sensor for 18 seconds, which is not sufficient time to replace the reagent; and the properties of reagent station were reset. Although the user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to 100% at 17:38pm on (B)(6) 2017, the actual concentration of reagent in bottle 5 (ethanol) remained unchanged at 75.1% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 5 (ethanol) was used for the final dehydration step of the "8hr large bx" protocols started in retort a at 17:40pm on (B)(6) 2017 and in retort b at 20:16pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "8hr large bx" protocols started in retort a at 17:40pm on (B)(6) 2017 and in retort b at 20:16pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:38pm on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Information provided to a (B)(4) technical support representative indicated that tissue samples processed had been adversely impacted because replacement of a reagent had not been completed correctly. Specifically, "bottle 5 had been pulled out and replaced and reset as fresh (100%)." On 06 april 2017, (B)(4) received information that one (1) case, which was a gastric biopsy sample, was not diagnosable; and that further information for the undiagnosable case (ie. An identifier, age or date of birth and gender) would not be provided.